Event description:
The customer reported that when he added setup fields to the treatment plan, the isocenter of the setup fields was being placed in a location not matching the treatment fields. No serious injury to the pt was reported, as the user observed this event during treatment planning, and the plan was not used. No further pt info was provided.

Manufacturer narrative:
On (B)(6) 2010, we were able to reproduce the customer's allegation. It's been confirmed that the problem exists with technique "fixed ssd". When inserting a new treatment field with either right mouse click in focus window or insert, new field from the menu or f9 function key, the isocenter of new field will not be the same as the previous field, as intended, but reverts to the center of the slice plane. If gantry, collimator or couch angles are applied, a shift also occurs. If a setup field is inserted through "insert new setup field from the menu", its location is also incorrect, and therefore, does not match the location of the treatment field, an error which could, if undetected by the user, result in treatment to the incorrect location on the pt. Although there was no reported injury in this case, and though the issue is still under investigation, the available info suggests a malfunction in the device which has the potential to lead to a mistreatment. Additional follow-up to this MDR is expected upon completion of the investigation.